Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during device interrogation in the clinic it was noted there was oversensing on the right atrial (ra) lead accompanied by noise episodes. Fluoroscopy showed the atrial lead was on the floor of the atrium, apparently dislodged. It was also reported that the right ventricular (rv) lead showed oversensing accompanied by noise episodes. Stored electrograms revealed noise. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and the outer insulation of the lead developed a breach due to a depression while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.